Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had a blank display and would not turn on. The device alarmed hardware low level failure during self-test. After the battery was removed, the alarm appeared on the screen, however, the alarm sound was very low. It was also reported that the serial number label was unreadable. The customer¿s blood glucose during the incident was 6.2 mmol/l. The device will be returned for analysis.

Manufacturer narrative:
Device passed sleep current measurement, active current measurement and displacement test. The power management tool confirmed the unloaded voltage and loaded voltage was within specific range. No power loss alarm or replace battery alert noted during testing or in the device trace download. Device received with the audio alert functioning properly. No audio alert anomaly noted. Device alarmed pump error 63 alarm during self test and confirmed in the device history due to broken pin trace on keypad assembly. Device received with normal operating currents. Device monitored for several hours and no blank display noted. The battery tube connector plugged in properly to electrical board during visual inspection. Device received with serial number label fading.